Manufacturer narrative:
A2 - age at time of event: 18 years or older e1: initial reporter address 1 - (B)(6). E1: initial reporter city - (B)(6). Device evaluated by MFR: the device was returned to our post market quality assurance laboratory. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual and microscopic examination revealed no damages. The balloon was functionally tested by inflating it to rated burst pressure and it was able to hold pressure. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis could not confirm the reported balloon rupture.

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the mildly tortuous and severely calcified vessel below the knee. A 1.5mm x 20mm x 142cm coyote balloon was advanced for dilation. However, during the first inflation at 5 atmospheres for 5 seconds, the balloon ruptured. The device was removed, and the procedure was completed with a different device. There were no patient complications as a result of this event.

Manufacturer narrative:
A2 - age at time of event: 18 years or older. (B)(6).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the mildly tortuous and severely calcified vessel below the knee. A 1.5mm x 20mm x 142cm coyote balloon was advanced for dilation. However, during the first inflation at 5 atmospheres for 5 seconds, the balloon ruptured. The device was removed, and the procedure was completed with a different device. There were no patient complications as a result of this event.